Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 1999. Aneurysm and vessel morphology are unknown. It was reported that the pt's aneurysm had enlarged and the cause of the endoleak was thought to have been a type I leak from distal left common iliac artery. Angiogram performed in 2002 demonstrated that the endoleak was a type ii leak from the left hypogastric artery. The phyician plans to do a distal coil embolization on an undetermined date. No clinical sequelae were reported, and the pt is reported to be fine.